Event description:
There was a recall issued in (B)(6) by medtronic for the quick-set infusion set. I received a letter from medtronic and an e-mail from the FDA. The quick-set is still faulty even though medtronic said that it was repaired. It is still doing the same thing. When the quick-set is connected to the reservoir it immediately starts filling up with insulin and then dripping. It is underdelivering and overdelivering insulin. I called medtronic and I was brushed aside and told they will send me a new box. Two out of the new box have failed and I have had high and low blood sugars due to this.